Event description:
It was reported that the system was explanted due to the erosion. It was stated that the cap (catheter access port) was fully visible. It was added that during surgery, the healthcare provider (hcp) was going to revise catheter and tunnel to a new pump/pocket but when the back incision was opened, it appeared edematous and so hcp opted to remove everything and re-implant at a later date. Drugs delivered via the device were hydromorphone and baclofen.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model: 8709sc, lot# n273787006, implanted: (B)(6) 2010, explanted: (B)(6) 2012. (B)(4).

Event description:
Additional information received reported that the patient was treated as if she was infected due to the edematous tissue. It was unknown whether cultures were taken. It was reported that the patient was not receiving adequate therapy because, the pump was completely removed. It was noted that the patient also experienced pain prior to the pump removal. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(6).